Event description:
According to the reporter, while closing the trachea during a thoracoscopic lobectomy procedure, the stapler was unable able to fire and the surgeon was unable to squeeze the handle. There was no patient injury.